Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. We have decided to check all tiemann gentle catheters lots which have been produced so far. Associated lot numbers for ref code 501011 are 452906, 452907, 452908, 459681; for ref code 501012 are 452909, 452910, 452911, 459690; for ref code 501013 are 452912, 452913, 452914, 459682; for ref code 501014 are 452921, 452922, 452923, 459683; for ref code 501015 are 452915, 452916, 452917, 459691; for ref code 501016 are 452918, 452919, 452920, 453129. The investigation of history batch records was performed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. Reported to the FDA on (B)(4) 2013.

Event description:
Complaint received as follows: "180 medical reports pt called in saying he is unable to use the 510016. He has experienced some bleeding and notices the catheter are much shorter 45 units." Additional information provided by customer interaction center on (B)(6) 2013: reports he just began using intermittent catheters because of an enlarged prostate and inability to fully empty bladder. He states he has used several of the gentlecath coude and noted the first few times they were hard to use. Reported a couple of them had roughness around the tip. He did experience some discomfort and trickles of blood when removed the catheter. He reports using several since then without any concerns or bleeding. Today he reports he does not believe he is fully emptying his bladder and has made a follow up appointment with his urology clinic (name not known). He reports he is currently using a straight tip catheter instead from urology clinic. Brand not known. He was unable to answer further questions as he has an appointment. He was provided a phone number to contact back if can locate lot number on box of gentlecath 501016 or wishes to provide further information. End user contacted with lot number of 452918. Wanted to clarify that he is urinating at times on his own and unsure if fully empties bladder with straight tip catheters of unknown brand. (B)(6). Currently on plavix and flomax. Unknown allergies. No further information provided.